Manufacturer narrative:
G4:24nov2020. B4:30nov2020. The power supply assembly was returned for evaluation. Failure analysis n the returned power supply shows that the failure of c56 prevented the power supply from operating on ac power which caused the +24v failure, power fail failures error and the post timer/24v failure error vent inop state. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 18 jun 2020.

Event description:
The customer reported that the ventilator would not always start up. The customer stated he did get it to power on and found a post timer/24v failure. The customer reported that the filter sleeve was stuck. The field service engineer (fse) verified the reported problem. The customer reported that the unit was not in use on a patient. The fse replaced the power supply and the filter heater assembly to address the reported problem.